Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a syncopal episode, which resulted in the devices smart pass feature been disabled. Technical services (ts) was consulted and discussed stored data. Additionally, two shocks were delivered as inappropriate therapy later that morning. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a syncopal episode, which resulted in the devices smart pass feature been disabled. Technical services (ts) was consulted and discussed stored data. Additionally, two shocks were delivered as inappropriate therapy later that morning. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted due to a therapy upgrade, with a transvenous system implanted instead. No additional adverse patient effects were reported. Additional information from the field indicates the patient required pacing as the reason for the therapy upgrade and that the shocks were delivered due to double counting for the patients slow ventricular tachycardia (vt). No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a syncopal episode, which resulted in the devices smart pass feature been disabled. Technical services (ts) was consulted and discussed stored data. Additionally, two shocks were delivered as inappropriate therapy later that morning. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted due to a therapy upgrade, with a transvenous system implanted instead. No additional adverse patient effects were reported.